Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence, the trial began (B)(6) 2021. It was reported that their right hand had down's syndrome. They said the morning of the report they started to develop weakness again, along with swelling and pain. They also mentioned constant bloating, spasms below the stomach across the diaphragm, constant clenching of the anal sphincter and oozing of urine along with retention of urine. They stated their stomach felt full of fluid, but it was hard to tell with the constant spasms and bloating gas. They had been experiencing both fecal and urinary incontinence with constant oozing of urine pooling on the floor. Contributing factors, actions/interventions and resolution were unknown. Additional information was received. The patient said they woke up the morning of the report and their clothing and bandages were soaking wet, they had 2 spontaneous farts out of their butt, which was unusual. They mentioned bubbling urine output, downward pressure on their anus, a hard, clenched anal sphincter, heaviness and spasms on their right stomach and severe bloating gas spasms. Additional information was received. The patient mentioned their right arm was weak, along with distended, clenched anus, pulsating anus, heaviness in their anus and copious bubbling oozing. When they tried to push out stool, they would push out retained urine instead. They mentioned they fell and their scooter fell on top of them, 2 men from the fire department had to pick them up and put them back on the scooter. When the patient looked, their therapy was off, so they turned it back on with stimulation set to 5.0 volts, which was comfortable. They noted they had a hard time distincting stimulation.